Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that physician in-training attempted arteriotomy closure of a femoral artery using the starclose device after a diagnostic procedure. Reportedly, there was difficulty in removing the device from the pt anatomy. An attempt to depress the safety release button and remove the device was unsuccessful. The device was ultimately removed using force. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.